Event description:
It was reported that the length of the stent measured longer than expected. A 8.0-29 carotid wallstent was selected for use in a carotid stenting procedure. The length of the lesion was 32mm. The carotid wallstent was prepared according to procedure and advanced over the guidewire. After the stent was placed in the stenosis, it was noticed that the closed state of the stent was different from the measurements written on the box, and a measurement was taken. It was noticed by fluoroscopy that the stent, which was stated as 7x40 on the box, was 7x65mm long. The carotid wallstent was removed from the patient unopened. The stent was longer than the dimensions stated on the device packaging. The stent was not implanted. The procedure was completed with a 7x40 stent of a different brand. There were no patient complications as a result of the event and the patient was stable post procedure.